Event description:
During a laparoscopic surgery, the jaws of the grasper broke in the patient. Additional intervention (x-ray) was needed to ensure there were no pieces left inside of the patient. Surgery was delayed for 15-20 minutes. No patient injury reported.

Manufacturer narrative:
One atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The jaws have come free from the dual action housing. Examination of the jaws showed damaged to the upper jaw lug. The device is missing its delrin spacer. The device has been repair/altered by a third party as there is epoxy located within the handle set screw and where the sheath interfaces with the rotator housing. The device is over eight years old and has no previously reported issues. The failure of this device is the result of the improper repair. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time.